Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The hard drive, sbc and backplane assemblies were also replaced. The system was tested and found to be working as intended and returned to service.